Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and the following defects were found: light guide lens chipped, light guide lens glue worn out, objective lens glue worn out, connector cover dented, bending section glue worn out, insertion section damaged, and universal cord wrinkled. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of coagulase-negative staphylococci was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6) 2021. The sampling was routine. There was no patient infection. The scope was precleaned with aniosyme synergy mt detergent. Asept inmed was used for manual/bedside precleaning. The wassenburg wd440 adaptascope was used as the automatic endoscope reprocessor (aer) along with wassenburg endohigh detergent and wassenburg endohigh paa disinfectant. The scope was stored in the wassenburg dry320 drying and storage cabinet after treatment. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera lll gastrointestinal videoscope tested positive for pseudomonas aeruginosa and proteus mirabilis. The biopsy channel tested for five hundred (500) colony forming units (cfus). The suction channel tested positive for five hundred (500) cfus, and the water jet channel tested positive for four hundred and sixty-two (462) cfus. The sampling occurred during reprocessing. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.